Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v053525, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
While stimulation was on, the patient reported a loss of therapeutic effect and loss of bladder control. There was no known accident or incident related to this complaint. A later report indicated that the patient never had therapeutic effect. Further information gathered indicated that the device helped for 5-6 months in 2008, but then stopped working. They had reprogramming in 2009 and 2010, and stated it worked for a while. The patient had falls, but they did not correlate with the loss of effect. Patient started feeling stimulation at 4.3v. The device was not working at all on program 3 at 3.6 mv. It was requested that the device be reverted to an old or different program, and the device problem failures be resolved. The patient wondered if the lead had moved or become ineffective. It was later reported that the patient was still having issues, but was seeking help from the healthcare provider (hcp). There was an appointment scheduled on (B)(6) 2012. The manufacturer representative called the hcp to set up a reprogramming appointment with the patient. They did reprogram the device, and the issues were noted as resolved at that time. No further information was received at that time. Additional information was received indicating that the patient was having the implantable neurostimulator (ins) replaced on (B)(6) 2016. The ins was interrogated about a month prior to the report and it was determined that the ins was depleted and had reached normal end of service. It was noted that the ins had been turned off for five years due to other problems and a cardiac arrest not related to the device or therapy. This timeline conflicts with reported events in 2012. The patient expressed that they wanted the replacement device to work better than the old one. It was indicated that the device not working better was not the fault of the device. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Analysis of ins (s/n (B)(4)) found that the battery was at normal end of life and there was no telemetry and no output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.